Event description:
The lay user/pt contacted lfs on february 23, 2010 alleging inaccurate high readings on her one touch ping meter compared to her ultrasmart meter. The pt mentioned that on (B) (6) 2010 at 10:21 pm, the pt felt sluggish. She then tested her blood glucose and obtained a result of 109 mg/dl and another reading of 79 mg/dl. Less than 30 minutes later, she tested on her ultrasmart meter and obtained a 44 mg/dl. She then self-treated herself with her usual dosage of medication (insulin). She did not seek any further medical attention or contact her physician for assistance. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. The test strips were not expired. There is no evidence that the meter caused or contributed to an adverse event, since the pt exhibited symptoms prior to testing. The complaint is being reported since the results of the one touch ping meter compared to the ultrasmart meter was greater than 30 mg/dl or 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.